Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during an obtryx sub-urethral sling procedure performed on (B)(6) 2005, for the treatment of worsening stress urinary incontinence with pelvic floor defect. The patient also underwent a vaginal hysterectomy, anterior colporrhaphy, posterior colporrhaphy, and sacrospinous vault suspension at the same time. On (B)(6) 2016, the patient underwent sling excision, cystourethroscopy, and excision of vaginal mesh. The patient had incomplete bladder emptying after pelvic reconstructive surgery and desired surgical management. The physician explained the risks, benefits, and alternatives to the patient. However, the patient elected to undergo the above-mentioned procedures. During the procedure, after adequate dissection was performed, some of the mesh was identified. In addition to the sling, there also appeared to be a mesh under the bladder. This appeared to be the mesh that was used for assistance in repair. The mesh was cut in the midline and the dissection was carried out between the mesh and the vaginal epithelium. The dissection was then carried out between the mesh and the bladder wall. After adequate dissection was performed, the mesh was transected at its attachment into the levators. This was performed bilaterally. A sling was also identified and the sling was excised. The combination of the sling with vaginal mesh was submitted in multiple pieces for pathology. The vaginal incision was closed with 2-0 vicryl in a running interlocked fashion. Before closing the incision, care was taken to make sure that there was no remaining residual mesh that was palpable. After the vaginal incision was closed, cystourethroscopy was performed with a 70-degree cystourethroscope. A complete 360-degree inspection into the bladder revealed no evidence of any abnormalities in the bladder. Both ureteric orifices were noted to be effluxing urine. The patient tolerated the procedure well.

Manufacturer narrative:
The date of event was approximated to (B)(6) 2016, the date when the patient had the first symptom, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). The sling excision surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during an obtryx sub-urethral sling procedure performed on (B)(6) 2005, for the treatment of worsening stress urinary incontinence with pelvic floor defect. The patient also underwent a vaginal hysterectomy, anterior colporrhaphy, posterior colporrhaphy, and sacrospinous vault suspension at the same time. On (B)(6) 2016, the patient underwent sling excision/transvaginal sling revision, cystourethroscopy, and excision of vaginal mesh. The patient had incomplete bladder emptying after pelvic reconstructive surgery and desired surgical management. The patient underwent this procedure in order to attempt relief for the patient's pelvic pain, extrapelvic pain, groin pain, leg pain, abdominal pain, urinary problems, nerve pain, and dyspareunia. The physician explained the risks, benefits, and alternatives to the patient. However, the patient elected to undergo the above-mentioned procedures. During the procedure, after adequate dissection was performed, some of the mesh was identified. In addition to the sling, there also appeared to be a mesh under the bladder. This appeared to be the mesh that was used for assistance in repair. The mesh was cut in the midline and the dissection was carried out between the mesh and the vaginal epithelium. The dissection was then carried out between the mesh and the bladder wall. After adequate dissection was performed, the mesh was transected at its attachment into the levators. This was performed bilaterally. A sling was also identified and the sling was excised. The combination of the sling with vaginal mesh was submitted in multiple pieces for pathology. The vaginal incision was closed with 2-0 vicryl in a running interlocked fashion. Before closing the incision, care was taken to make sure that there was no remaining residual mesh that was palpable. After the vaginal incision was closed, cystourethroscopy was performed with a 70-degree cystourethroscope. A complete 360-degree inspection into the bladder revealed no evidence of any abnormalities in the bladder. Both ureteric orifices were noted to be effluxing urine. The patient tolerated the procedure well. Furthermore, the patient has experienced significant mental and physical pain and suffering and has sustained permanent injury, which includes or more likely than not, may include, inter alia, any of the following: pelvic nerve damage and disorders, myalgia, recurrent urinary tract infections, chronic dyspareunia, bowel and bladder dysfunction, pelvic, leg, and anorectal pain. In addition to the above and foregoing, the patient has suffered permanent physical disfigurement, physical impairment, and financial or economic loss, including, but not limited to, obligations for past and future medical services and expenses, and/or lost income, and other damages.

Manufacturer narrative:
Block b3 date of event: the date of event was approximated to february 19, 2016, the date when the patient had the first symptom, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). The sling excision surgeon is: (B)(6). The additional list of attorneys below: (B)(6). Block h6: patient codes e1309, e2330, e1002, e0123, e1405, e1310, e2308, e1311, e0206, and e2401 capture the reportable events of urinary retention (incomplete bladder emptying), pain (pelvic pain, extrapelvic pain, groin pain, leg pain, myalgia, anorectal pain), abdominal pain, nerve damage (nerve pain, pelvic nerve damage), dyspareunia (chronic dyspareunia), urinary tract infection (recurrent urinary tract infections), disfigurement (permanent physical disfigurement), unspecified kidney or urinary problem (urinary problems, bowel and bladder dysfunction), unspecified mental, emotional or behavioural problem (mental pain), and injury, not otherwise specified (physical injuries/ debilitating injuries), respectively. Impact code f1905: device revision or replacement has been used to capture sling excision/transvaginal sling revision procedure.

Manufacturer narrative:
Block h2: additional information: blocks b5, b7 and h6 (patient codes) has been updated based on the additional information received on august 9, 2023. Block b3 date of event: the date of event was approximated to february 19, 2016, the date when the patient had the first symptom, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). The sling excision surgeon is: dr. (B)(6). The additional list of attorneys below: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0123 captures the reportable event of nerve damage. Imdrf patient code e1405 capturesthe reportable event of dyspareunia. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2308 captures the reportable event of disfigurement. Imdrf patient code e1311 captures the reportable event of unspecified kidney or urinary problem. Imdrf patient code e0206 captures the reportable event of unspecified mental, emotional or behavioural problem. Imdrf patient code e2328 captures the reportable event of sling being obstructive. Imdrf patient code e020201 captures the reportable event of anxiety. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2338 captures the reportable event of swelling. Imdrf patient code e2338 captures the reportable event of depression. Imdrf patient code e1720 captures the reportable event of erythema. The following imdrf impact codes capture the reportable events of: imdrf impact code f1905 captures the reportable event mesh excision. Imdrf impact code f2203 captures the reportable event of patient underwent a CT scan and ultrasound. Imdrf impact code f2303 captures the reportable event of patient had to take neurontin for her nerve pain.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during an obtryx sub-urethral sling procedure performed on august 05, 2005, for the treatment of worsening stress urinary incontinence with pelvic floor defect. The patient also underwent a vaginal hysterectomy, anterior colporrhaphy, posterior colporrhaphy, and sacrospinous vault suspension at the same time. On (B)(6) 2016, the patient underwent sling excision/transvaginal sling revision, cystourethroscopy, and excision of vaginal mesh. The patient had incomplete bladder emptying after pelvic reconstructive surgery and desired surgical management. The patient underwent this procedure in order to attempt relief for the patient's pelvic pain, extrapelvic pain, groin pain, leg pain, abdominal pain, urinary problems, nerve pain, and dyspareunia. The physician explained the risks, benefits, and alternatives to the patient. However, the patient elected to undergo the above-mentioned procedures. During the procedure, after adequate dissection was performed, some of the mesh was identified. In addition to the sling, there also appeared to be a mesh under the bladder. This appeared to be the mesh that was used for assistance in repair. The mesh was cut in the midline and the dissection was carried out between the mesh and the vaginal epithelium. The dissection was then carried out between the mesh and the bladder wall. After adequate dissection was performed, the mesh was transected at its attachment into the levators. This was performed bilaterally. A sling was also identified and the sling was excised. The combination of the sling with vaginal mesh was submitted in multiple pieces for pathology. The vaginal incision was closed with 2-0 vicryl in a running interlocked fashion. Before closing the incision, care was taken to make sure that there was no remaining residual mesh that was palpable. After the vaginal incision was closed, cystourethroscopy was performed with a 70-degree cystourethroscope. A complete 360-degree inspection into the bladder revealed no evidence of any abnormalities in the bladder. Both ureteric orifices were noted to be effluxing urine. The patient tolerated the procedure well. Furthermore, the patient has experienced significant mental and physical pain and suffering and has sustained permanent injury, which includes or more likely than not, may include, inter alia, any of the following: pelvic nerve damage and disorders, myalgia, recurrent urinary tract infections, chronic dyspareunia, bowel and bladder dysfunction, pelvic, leg, and anorectal pain. In addition to the above and foregoing, the patient has suffered permanent physical disfigurement, physical impairment, and financial or economic loss, including, but not limited to, obligations for past and future medical services and expenses, and/or lost income, and other damages. ***additional information received on august 9, 2023*** the patient came to the clinic on (B)(6) 2009, seeking evaluation for urinary urgency. She had undergone mid-urethral sling placement surgery in 2005 but was experiencing issues. Specifically, she was dealing with urge symptoms, including urge incontinence and severe daytime frequency, on a daily basis. She reports that she is doing kegel exercises regularly and the surgery successfully corrected her stress incontinence. Review of systems: psychiatric: positive for emotional difficulties. Musculoskeletal: positive for arthralgia, chronic back pain, joint or musculoskeletal symptoms. On (B)(6) 2015, a patient was referred for stress incontinence and pelvic pain. During examination, a 2cm ovarian cyst was found on the left ovary, but no free fluid was observed. The patient reported pain in the vaginal area and towards the bladder. The patient had previously undergone a bladder sling procedure for stress incontinence but was experiencing a recurrence of symptoms and pain. The patient consulted a urologist, who found no mesh erosion in the bladder but noted the possibility of erosion in the vagina. No vaginal bleeding or dyspareunia was reported. Physical exam: genitourinary. * there are no rashes, lesions, or injuries on either the right or left labia. Additionally, there are no masses, tenderness, or fullness present in either the right or left adnexum. However, there is noticeable erythema and tenderness within the vagina. * no bleeding, foreign body, injury, or discharge found in the vagina. *stage 2 cystocele. *firmness and tenderness along the anterior vaginal wall. *thinned anterior vaginal wall. No mesh exposure. During the consultation on july 21, 2015, the patient reported experiencing pelvic pain since undergoing a sling procedure. The pain is primarily felt during sexual activity and is more pronounced near the bladder. The patient has gained weight recently, which has increased her pain. A CT scan and ultrasound were performed a month earlier, and no abnormalities were detected. In addition to her pain, the patient experiences a sensation of incomplete voiding and must sometimes lean forward to urinate. She also has a frequent urge to urinate immediately after doing so. Constipation is also a concern, although her high-fiber diet has kept her stool consistency soft. Impression/plan: *chronic pelvic pain and dyspareunia: the patient had two components contributing to her pelvic pain. She had tenderness on palpation of her mesh. *levator myalgia: the patient has significant tenderness to palpation of her levator muscle. She knew her pain would most likely be persistent after mesh excision. *difficulty with urination could happen due to her sling being obstructive. The doctor found tenderness throughout the levators, especially in the posterior compartment. The patient was informed about the potential benefits of removing the vaginal mesh, but the doctor believes that the pain may not completely go away. The plan is to remove only the anterior mesh, and it is likely that the patient will need pelvic floor therapy after the procedure. On december 2, 2015, the patient came to the clinic for a check-up on her levator myalgia. The doctor talked with her about the advantages and disadvantages of having a sling revision but decided that the sling was not causing any obstruction and therefore did not suggest surgery. The patient received pelvic floor therapy, which helped her feel much better. Additionally, the patient had a CT scan in may 2015 that revealed a left adnexal cyst measuring 3.6 x 4.4 cm. On (B)(6) 2017, the patient still had pain since the mesh was removed. She had a bladder mesh placed in 2005 and has had severe nerve pain since then. She had it removed, which has helped the pain, but it has not completely gone away. The patient has tried neurontin but cannot tolerate its side effects. She still has pain with intercourse. She still has intercourse with her husband occasionally and has vaginal pain and dryness. The patient was given premarin cream and followed up in one month. On (B)(6) 2021, the patient complained that she had not been able to work due to pain and that she also had bladder incontinence. On (B)(6) 2021, the patient complained of back pain, and pain in her hands, and her knees. She also complains of gynecological pain attributed to the bladder sling she had removed. She always feels better in summer and has more pain in cold weather. The patient has a hard time with gabapentin because she has to drive, and it makes her sleepy. She takes over-the-counter medicine such as ibuprofen, aspirin, and tylenol for pain. Review of systems: cardiovascular: complains of palpitation. Musculoskeletal: complains of back pain, joint pain, and other body aches. Neurologic: complains of numbness/tingling. Psychiatric: complains of depression, anxiety, and feeling stressed. On (B)(6) 2022, the patient had issues with lower back pain and stated she had been taking ibuprofen 800mg as needed for pain and diclofenac. She believed the pain was related to complications from her bladder sling that she had removed, which she believed caused nerve damage. The patient states that the pain starts in her groin and radiates to her inner thigh and quadriceps muscle. She states she developed swelling in her right leg as well. She states she has seen a chiropractor about his issue, which she states was helpful. The patient also had pelvic physical therapy, which she states was very painful. Physical exam: hips and pelvis: tenderness to palpation. Gait and station: slow, antalgic.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during an obtryx sub-urethral sling procedure performed on (B)(6), 2005, for the treatment of worsening stress urinary incontinence with pelvic floor defect. The patient also underwent a vaginal hysterectomy, anterior colporrhaphy, posterior colporrhaphy, and sacrospinous vault suspension at the same time. On (B)(6), 2016, the patient underwent sling excision/transvaginal sling revision, cystourethroscopy, and excision of vaginal mesh. The patient had incomplete bladder emptying after pelvic reconstructive surgery and desired surgical management. The patient underwent this procedure in order to attempt relief for the patient's pelvic pain, extrapelvic pain, groin pain, leg pain, abdominal pain, urinary problems, nerve pain, and dyspareunia. The physician explained the risks, benefits, and alternatives to the patient. However, the patient elected to undergo the above-mentioned procedures. During the procedure, after adequate dissection was performed, some of the mesh was identified. In addition to the sling, there also appeared to be a mesh under the bladder. This appeared to be the mesh that was used for assistance in repair. The mesh was cut in the midline and the dissection was carried out between the mesh and the vaginal epithelium. The dissection was then carried out between the mesh and the bladder wall. After adequate dissection was performed, the mesh was transected at its attachment into the levators. This was performed bilaterally. A sling was also identified and the sling was excised. The combination of the sling with vaginal mesh was submitted in multiple pieces for pathology. The vaginal incision was closed with 2-0 vicryl in a running interlocked fashion. Before closing the incision, care was taken to make sure that there was no remaining residual mesh that was palpable. After the vaginal incision was closed, cystourethroscopy was performed with a 70-degree cystourethroscope. A complete 360-degree inspection into the bladder revealed no evidence of any abnormalities in the bladder. Both ureteric orifices were noted to be effluxing urine. The patient tolerated the procedure well. Furthermore, the patient has experienced significant mental and physical pain and suffering and has sustained permanent injury, which includes or more likely than not, may include, inter alia, any of the following: pelvic nerve damage and disorders, myalgia, recurrent urinary tract infections, chronic dyspareunia, bowel and bladder dysfunction, pelvic, leg, and anorectal pain. In addition to the above and foregoing, the patient has suffered permanent physical disfigurement, physical impairment, and financial or economic loss, including, but not limited to, obligations for past and future medical services and expenses, and/or lost income, and other damages. Additional information received on august 9, 2023 the patient came to the clinic on (B)(6) 2009, seeking evaluation for urinary urgency. She had undergone mid-urethral sling placement surgery in 2005 but was experiencing issues. Specifically, she was dealing with urge symptoms, including urge incontinence and severe daytime frequency, on a daily basis. She reports that she is doing kegel exercises regularly and the surgery successfully corrected her stress incontinence. Review of systems: psychiatric: positive for emotional difficulties. Musculoskeletal: positive for arthralgia, chronic back pain, joint or musculoskeletal symptoms. On (B)(6), 2015, a patient was referred for stress incontinence and pelvic pain. During examination, a 2cm ovarian cyst was found on the left ovary, but no free fluid was observed. The patient reported pain in the vaginal area and towards the bladder. The patient had previously undergone a bladder sling procedure for stress incontinence but was experiencing a recurrence of symptoms and pain. The patient consulted a urologist, who found no mesh erosion in the bladder but noted the possibility of erosion in the vagina. No vaginal bleeding or dyspareunia was reported. Physical exam: genitourinary there are no rashes, lesions, or injuries on either the right or left labia. Additionally, there are no masses, tenderness, or fullness present in either the right or left adnexum. However, there is noticeable erythema and tenderness within the vagina. No bleeding, foreign body, injury, or discharge found in the vagina. Stage 2 cystocele firmness and tenderness along the anterior vaginal wall. Thinned anterior vaginal wall. No mesh exposure. During the consultation on (B)(6), 2015, the patient reported experiencing pelvic pain since undergoing a sling procedure. The pain is primarily felt during sexual activity and is more pronounced near the bladder. The patient has gained weight recently, which has increased her pain. A CT scan and ultrasound were performed a month earlier, and no abnormalities were detected. In addition to her pain, the patient experiences a sensation of incomplete voiding and must sometimes lean forward to urinate. She also has a frequent urge to urinate immediately after doing so. Constipation is also a concern, although her high-fiber diet has kept her stool consistency soft. Impression/plan: chronic pelvic pain and dyspareunia: the patient had two components contributing to her pelvic pain. She had tenderness on palpation of her mesh. Levator myalgia: the patient has significant tenderness to palpation of her levator muscle. She knew her pain would most likely be persistent after mesh excision. Difficulty with urination could happen due to her sling being obstructive. The doctor found tenderness throughout the levators, especially in the posterior compartment. The patient was informed about the potential benefits of removing the vaginal mesh, but the doctor believes that the pain may not completely go away. The plan is to remove only the anterior mesh, and it is likely that the patient will need pelvic floor therapy after the procedure. On (B)(6), 2015, the patient came to the clinic for a check-up on her levator myalgia. The doctor talked with her about the advantages and disadvantages of having a sling revision but decided that the sling was not causing any obstruction and therefore did not suggest surgery. The patient received pelvic floor therapy, which helped her feel much better. Additionally, the patient had a CT scan in (B)(6) 2015 that revealed a left adnexal cyst measuring 3.6 x 4.4 cm. On (B)(6) 2017, the patient still had pain since the mesh was removed. She had a bladder mesh placed in 2005 and has had severe nerve pain since then. She had it removed, which has helped the pain, but it has not completely gone away. The patient has tried neurontin but cannot tolerate its side effects. She still has pain with intercourse. She still has intercourse with her husband occasionally and has vaginal pain and dryness. The patient was given premarin cream and followed up in one month. On (B)(6), 2021, the patient complained that she had not been able to work due to pain and that she also had bladder incontinence. On (B)(6), 2021, the patient complained of back pain, and pain in her hands, and her knees. She also complains of gynecological pain attributed to the bladder sling she had removed. She always feels better in summer and has more pain in cold weather. The patient has a hard time with gabapentin because she has to drive, and it makes her sleepy. She takes over-the-counter medicine such as ibuprofen, aspirin, and tylenol for pain. Review of systems: cardiovascular: complains of palpitation. Musculoskeletal: complains of back pain, joint pain, and other body aches. Neurologic: complains of numbness/tingling. Psychiatric: complains of depression, anxiety, and feeling stressed. On (B)(6), 2022, the patient had issues with lower back pain and stated she had been taking ibuprofen 800mg as needed for pain and diclofenac. She believed the pain was related to complications from her bladder sling that she had removed, which she believed caused nerve damage. The patient states that the pain starts in her groin and radiates to her inner thigh and quadriceps muscle. She states she developed swelling in her right leg as well. She states she has seen a chiropractor about his issue, which she states was helpful. The patient also had pelvic physical therapy, which she states was very painful. Physical exam: hips and pelvis: tenderness to palpation gait and station: slow, antalgic. Additional information was received on august 15, 2023 the patient was initially seen for pelvic pain. On (B)(6) 2015, the patient arrived at the clinic for a cystourethroscopy for further evaluation. During the procedure, the urethra was examined with a 0-degree ureteroscope and demonstrated closure during hold maneuvers. The bladder neck moved freely during the cough and valsalva maneuver. There was no sign of erythema. There were no polyps or fronds. There was no significant exudate, and the urethra revealed no paleness. Cystoscopy with a 70-degree pan endoscope found no erythema, bleeding, lesions, or stones. There was no trabeculation. There were no diverticula or cellulitis. A detailed examination revealed bilateral ureteral efflux. On filling the bladder, the first sensation of fullness was noted at 150 millimeters, fullness at 200 milliliters, and a maximum capacity of 300 milliliters. There were no observed uninhibited bladder contractions during filling. The exam was positive for tenderness to palpation along the posterior mesh. Patient diagnoses were chronic pelvic pain and dyspareunia, levator myalgia, difficulty with urination, and left adnexal cyst. On (B)(6), 2015, the patient was in the clinic for a follow-up on incomplete voiding. On (B)(6), 2016, the patient reported that she had difficulty walking, sitting, and driving and could only do self-care for months. The walk was in short intervals due to pain. The patient presented at the clinic for a post-operative appointment on (B)(6), 2016. The patient was said to be doing well, and her vaginal bleeding was controlled. Her pain was managed by taking pain medication as prescribed. Moreover, the patient has not had a bowel movement; thus, the patient was taking miralx for bowel movements. The patient also failed the voiding trial performed during this visit. On (B)(6), 2016, the patient wrote a letter to boston scientific. She reported exhaustion, difficulties eliminating toxins, irritation, blurred vision, abdominal inflammation, abdominal swelling, drug use of anti-inflammatories, weight issues, mental well-being, and the inability to have sexual intercourse without pain or bleeding. The patient also stated that she was unable to continue her occupation. The patient stated that her urethral tube became twisted, and the exterior of her vaginal area became so confined that she thought this was a normal part of the sling. The sling was so tight that her pelvic area hurt, causing abdominal bloating, difficulty urinating, and constipation. The twisted urethra tube stretched her pelvic region, making sexual contact painful and occasionally causing her to tear and then bleed. In addition, the patient had to lean forward to urinate and backward to have a bowel movement, both of which she said were challenging. The patient also claimed that because of her skin's increased sensitivity, touching her causes pain and irritation. In (B)(6) 2016, the patient started to do light weight lifting and cardio exercises. In (B)(6) 2016, the patient's right upper thigh started to have problems when exercising on the elliptical. The area would swell and become hard and lumpy. Her pain level is 6-7. Moreover, the patient complained of pain in her groin and belly area in the crouch. The patient continued to lose weight, approximately 10 pounds. In (B)(6) 2016, she also lost 5 pounds, and her pain is continuous in the pelvic area and abdomen. In (B)(6) 2017, the patient had swelling in her leg, and physical therapy for edema was prescribed. On (B)(6), 2022, the patient complained of right hip, groin, and leg pain. She reports difficulty walking, pain with mixed intercourse, and incontinence. Her modified oswestry low back pain disability index is at 60%, her lower extremity functional scale is 7 (80 = no dysfunction), and her pelvic floor impact questionnaire short form 7 has a score of 110 (lower score = less dysfunction). Her scores for her pelvic floor impact questionnaire, short form 7, indicated that she had problems with the bladder/urine, bowel/rectum, and vagina/pelvic, in all categories except entertainment activities such as going to movies or concerts. She scored extremely low on her lower extremity functional scale for the functional use of her legs. The patient was able to walk in without an assistive device and had mild gait deviations; no antalgic gait was noted. During the session, her ambulation and transfers, such as bed mobility and sit-to-stand transfers, presented only mild difficulties. Objective findings presented lower scores than subjective scores. The patient gave verbal consent to an internal pelvic floor exam during the session today. The patient presents with decreased endurance and power due to pelvic floor contractions. Limited and painful spinal active range of motion; positive fabers test; hip muscle weakness. Hypermobility of the lumbar-sacral-bilateral hip joint, pain, and increased myofascial restriction in the right lower abdominal and lateral hip and groin on the right. The patient is a good candidate for skilled therapy, and physical therapy is recommended at this time. Moreover, the clinical presentation is unstable with unpredictable characteristics. The patient requires skilled therapy to restore the prior level of function utilizing the treatment and modalities described in this plan of care. On (B)(6), 2022, the patient claimed that after the mesh removal, her pain worsened, and for 8 months after the procedure, she was in bed. Her right leg was significantly swollen as a result. She also noticed worsening constipation. She had some constipation prior to both surgeries, but at this point, it has gotten worse. She also noticed episodes of urgency in her stool and urine, and on numerous occasions, she did not make it to the bathroom to evacuate. The patient acknowledges that after surgery she got very irritable and had a lot of anger. Prior to surgery, she had some anger issues, but after surgery, they have gotten much worse. Additionally, to her other symptoms, she states that she does not empty her bladder completely and has nocturia three times every night, and prior to the first mesh placement surgery, it was once. The patient presents to the clinic for help with her debilitating pain. Objective: no back tenderness significant right lower quadrant tenderness and less tenderness on the left. Hypersensitivity to touch in the right labia majora, clitoris, and the inside of the right thigh. The patient was not able to tolerate the speculum exam. Significant tenderness to all pelvic floor muscles, especially the right obturator internus muscle. Very significant tenderness at the right ischial spine is consistent with the right pudendal nerve. Furthermore, the physician has discussed treatment options, and the patient's entire mesh needs to be removed. She still has significant portions of mesh in her right and left groins. In the physician's assessment, the patient will also need bilateral pudendal nerve blocks and botox injections into pelvic floor muscles to help with pelvic floor muscle spasms. If there is no resolution of pain after mesh removal and botox, the physician recommended right transgluteal pudendal neurolysis and/or robotic-assisted laparoscopic right obturator nerve neurolysis. Additionally, the physician stated that the patient may also choose to have a bulking agent injected into the urethra. They also discussed the risks and benefits of surgery, and the patient signed the consent form for the procedure.

Manufacturer narrative:
Block h2: additional information blocks b5 and h6 (patient and impact codes) has been updated based on the additional information received on august 15, 2023. Block b3 date of event: the date of event was approximated to february 19, 2016, the date when the patient had the first symptom, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). The sling excision surgeon is: dr. (B)(6). The additional list of attorneys below: (B)(6). (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0123 captures the reportable event of nerve damage. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2308 captures the reportable event of disfigurement. Imdrf patient code e1311 captures the reportable event of unspecified kidney or urinary problem. Imdrf patient code e0206 captures the reportable event of unspecified mental, emotional or behavioural problem. Imdrf patient code e2328 captures the reportable event of sling being obstructive. Imdrf patient code e020201 captures the reportable event of anxiety. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2338 captures the reportable event of swelling. Imdrf patient code e2338 captures the reportable event of depression. Imdrf patient code e1720 captures the reportable event of erythema. Imdrf patient code e2326 captures the reportable event of abdominal inflammation. The following imdrf impact codes capture the reportable events of: imdrf impact code f1905 captures the reportable event mesh excision. Imdrf impact code f2203 captures the reportable event of patient underwent a CT scan and ultrasound. Imdrf impact code f2303 captures the reportable event of patient had to take neurontin for her nerve pain. Imdrf impact code f18 captures the reportable event of physical therapy for edema was prescribed.